Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02295. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system was positioned in the laa and a 27 mm watchman laa closure device was successfully released. There were no issues noted during the procedure. No pericardial effusion was noted. Approximately 3-4 hours post procedure the patient had a drop in blood pressure and a small pericardial effusion was observed. Pericardiocentesis was performed which drained 300 cc of blood. The patient was then fine. No further patient complications were reported.